Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during a pv procedure, the ultrasound images were observed to be unclear. The issue was resolved by exchanging the acunav catheter. The procedure was completed without harm to the patient. No additional information was provided.